Event description:
On (B)(6) 2013, the patient was implanted with gore tag thoracic endoprosthesis (tgu454515/11194449) to treat multiple aneurysm segments in the thoracic space. It was reported the device moved proximally approximately 1.5 cm when deployed and obstructed the left common carotid. Attempts were made to snare and grab the device. A gore tri-lobe balloon catheter and qxmedical q50 stent graft balloon catheter were used to move the device distally approximately 1cm, partially profusing the left common carotid. It was reported the chest was opened and a graft was placed from the brachiocephalic to the left common carotid. The patient was closed upon completion of the bypass. It was reported and the implanted gore device was extended adding devices (one tgu454510 and two tgu454515) with no further issues. The fsa reported the physician associates the devices unintentional landing caused by the patient's multiple aneurysm segments in the thoracic space. The patient tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.